Manufacturer narrative:
The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log file analysis. Analysis of the log files revealed a critical battery alarm that was logged by, (B)(4), where the relative state of charge (rsoc) went from 89% to 0%, indicative of a communication error between the controller and (B)(4). Heartware opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis of the (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to open weld connection between cell pairs. This observation will decrease the performance of the battery, but most likely did not cause the reported critical battery alarm. A supplier investigation is addressing these welding anomalies with these batteries. The most likely root cause can be attributed to a communication error between the controller and battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient had a critical battery alarm at home on the (B)(6) 2016. The patient was brought into the clinic for evaluation. The log files were downloaded and noted to have given a critical battery alarm when the charge was not less than 10% and could be faulty. It was recommended that the site replaced the battery. There was no pump stop time with the single critical battery alarm. No further issues noted since exchange.